Manufacturer narrative:
The reported field event of no capture was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a lead implant procedure, the tip of the electrode did not function. When connected to the analyzer no capture issue was observed using the tip electrode. When the lead was electrically connected to the unipolar ring fashion the lead functioned normally. Several analyzer cables were used and no capture issue was still observed. Also when using the tip electrode no electrogram was displayed. Lead was removed. Physician elected not to implant another lv lead due to patient anatomy issue. Patient was stable prior, during and post procedure.